Manufacturer narrative:
(If implanted, date) was not available and it is unk. The device remains implanted and the lot number is not known; therefore further analysis and device history record review cannot be completed. Thrombus formation is a known possible complication of filter implantation as indicated in the instructions for use (IFU). The placement of the device does not prevent thrombus formation, but as outlined in the IFU is indicated for the prevention of recurrent pulmonary embolism and is designed for clot capture. Based on the available information, there is no indication that the event is related to device failure, however, the patient's comorbidities and high risk for continued thrombus formation are likely contributing factors. Therefore, no corrective actions will be taken at this time.

Event description:
An optease filter had a complete caval occlusion that the physician said would contribute to a patient death. The patient expired, however the cause of death is not known, since she had cancer and was hyper-coagulable. The thrombosis extended from the filer all the way down to the patient's leg.